Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. Interrogation revealed an alert for high hv lead impedance on the svc coil. The physician programmed off the svc shock coil. On a subsequent follow up, all impedance measurements were within normal range. The physician elected to keep the svc coil programmed off. Lead will be monitored. Patient condition is good.